Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25sep18. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the alarm went off, the touch screen was frozen and it was impossible to turn the device off. Diagnostic report showed an error code for a 5 volt supply failure. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 04jun2019. Date rec¿d by MFR: 22may2019. It was reported that replacing the power management (pm) printed circuit board assembly (pcba) corrected the reported issue. The reported issue was resolved. Multiple attempts were made to confirm the return of the power management (pm) printed circuit board assembly (pcba) for failure investigation, but the confirmation could not be obtained. The motor controller (mc) pcba was returned for evaluation. No failures were identified with the mc pcba. The user interface (ui) was received for evaluation. No failures were identified with the ui assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.